Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that there was no problem found based on information from the field trying to replicate the issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by a sales representative via (B)(4) that an ar-3200-0030 camera head was experiencing an issue. Contact has stated that the device has lost its image. Tech support tried to duplicate the issue with no luck. Contact has agreed to close the ticket for now and will contact tech support again if the issue persists. The issue was resolved. This occurred during use in a case with no patient effect.